Manufacturer narrative:
The investigation into the reported low pump flows was completed. The pump and data log stick were returned for evaluation. No damage was noted on the pump upon visual inspection. Biomaterial was observed around the impella. Functional testing of the pump was able to reproduce the low flow issue. Based on the available information, the root cause of the low pump flow was biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 24-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. As a result, the device lost the ability to support the patient overnight. Flows dropped and the patient experienced suction. The issue was unable to be corrected and so was taken back to operating room for pump exchange. No further information was provided. There were reports of harm to the patient.